Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device failed. The procedure began laparoscopically but was converted to vaginally assisted and then to open. Additional information has been requested.

Manufacturer narrative:
(B)(4) - unspecified device failure. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.